Event description:
The shunt was implanted in 2000 and revised in 2002 due to ventricular catheter fracture. Phoenix reservoir was identified and it was noted that it was completely disconnected from the delta valve. The shunt tubing had torn off at the level of the valve. Dr feels that the pt may have been manipulating the hardware.